Event description:
It was reported by the clinician that the patient presented to the clinic remotely via data transmission from their ICD system. Upon examination, it was found that the right ventricular (rv) lead exhibited high defibrillation impedance in the rv to svc and rv to can vectors. Technical support was contacted and it was recommended to continue to monitor the lead. The (B)(6) 2025 transmission showed that the lead shock configuration was already changed to rv to can. The clinician will discuss with the physician. No symptoms were reported. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".